Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon being returned to baxter, the homechoice failed the rite (return instrument test / evaluation) functional test for volumetric accuracy during drain 1. Accuracy confirmation and temperature verification tests were performed and passed. An internal inspection of the device revealed no problems. The assignable cause for rite test failure - volumetric accuracy was undetermined. Device history record was reviewed and no issues were identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the (B)(4) laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during drain 1.